Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a piece of intima was removed with the proglide. No treatment was performed. Hemostasis was achieved with the proglide device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned without related components. Evaluation of the returned device revealed no tissue attached to the device as reported. A possible cause for the reported product experience include, but not limited to, tissue being captured beneath the foot during its deployment. Subsequently, when the foot was closed, tissue could have been caught within the foot and removed with the device. However, during testing, the foot was deployed and there was no tissue observed within or under the foot. Based on the investigation findings, the reported product experience could not be confirmed and no definitive cause could be identified. No manufacturing or quality deficiency was detected as the device was reported to be fully functional as intended. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. A query of the complaint database for this lot revealed no other incidents with reported, a piece of intima was removed with the device. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.